Event description:
Customer noticed that duplicate result information was printed for one sample ID and no result information for the other sample ID. This may have been due to the timing issue in which barcode reader reads a barcode while the sample disk is moving instead of waiting for the disk to stop. No patient results were issued, because the malfunction was observed by the operator.